Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a saphenous vein graft (svg) in a coronary artery. A 2.50x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion with the use of a guidezilla guide extension catheter. However, when the device was pulled back into the guidezilla, the stent became dislodged. Another stent was then advanced and deployed, smashing the dislodged stent into the vessel wall, and the procedure was completed. No patient complications were reported and the patient's status was stable.